Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. No weak signal alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Event description:
Customer reported receiving a weak signal alarm on the insulin pump. Customer also reported that the escape button was hard to press. Blood glucose level was 203 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.